Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a ¿mua¿ (manipulation under anaesthesia) and k-wire of the elbow surgical procedure, it was discovered that the quick coupling device would not grip the wire. It was reported that the event occurred during use on a patient. There was a two minute delay in surgery as a result of obtaining another set of device. There was patient involvement reported. It was reported that the patient's outcome was not affected. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Serial number and device manufacture date: the device serial number was not provided by the reporter in the initial report. Therefore, the serial number and manufacture date was documented as unknown. Upon receipt of the device, the serial number was identified as (B)(4). The device manufacture date is apr 27, 2010. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the coupling tool side was worn out. It was further determined that the attachment clamps were faulty. It was further determined that the device failed for check for untrue running and for check holding power and lever geometry. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.